Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary unable to load medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 801¿807 load label for a medication pointed to drawer 22, pocket 1 of the 801¿807 station. A technical support specialist (tss) checked the station's medication inventory. The tss was unable to locate the affected medication. The tss requested the customer to provide the medication ID. After receiving the information, the customer was advised to unload and reload the medication to allow the system to reset to its default settings and resolve the issue. The system functioned as intended after the technical support specialist assisted the customer in investigating the issue

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary unable to load medication . There were no adverse events or injuries reported based on this event.